Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was found to be damaged. The presence of a damaged eccentric ball bearing on the driver could cause or contribute to the handpiece overheating.

Event description:
It was reported that the micro sagittal saw overheated during a procedure. Back-up device was used to complete the procedure successfully. There were no pt or user injuries, and no adverse consequences.